Manufacturer narrative:
This is a combined initial and final report which includes the investigation results. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, a patient received an evoque valve in tricuspid position where on post-operative day (pod) 0, patient experienced a third degree atrioventricular (av) block and a right ventricle (rv) temporary pacemaker lead was implanted. On pod 2, a permanent pacemaker was implanted (single-chamber ventricular pacing (vvi) with rv lead in left bundle branch area pacing (lbbap) position).